Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is intermittently communicating with the charging system. In addition, the patient reports he is experiencing increased recharge burden. Follow up information identified the patient underwent surgical intervention to remove and replace his ipg on (B)(6) 2015. The patient is receiving effective stimulation.